Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that pt suffered bodily injuries. Injuries and or symptoms include chronic injections, leakage, and painful intercourse.